Event description:
It was reported that post implant procedure, prior to discharge, surgical intervention was required to replace the related pulse generator due to telemetry issues. As a result, when an attempt was made to disconnect this right ventricular (rv) lead from the device, the stylet became stuck in the lead and could not be withdrawn. As a result, this lead was also explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure, prior to discharge, surgical intervention was required to replace the related pulse generator due to telemetry issues. As a result, when an attempt was made to disconnect this right ventricular (rv) lead from the device, the stylet became stuck in the lead and could not be withdrawn. Subsequently, this lead was also explanted and replaced. No additional adverse patient effects were reported. This lead is expected for return. Additional information: despite several attempts to obtain product return, this lead was not received for analysis. Should additional information become available, a supplemental report will be provided.